Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that during a session a field has been delivered twice.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. Mosaiq is working as designed and intended. The couch vertical position was incorrect on one day of treatment, but this incorrect value was accepted by the customer.